Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit is making a sparking noise and sparking.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿unit is making a sparking noise and sparking.¿ the unit was triaged and the customer¿s reported condition was confirmed. Liquid ingress caused the printed circuit board to corrode, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.